Manufacturer narrative:
Hill-rom volker has not yet inspected the bed. The customer has removed the bed from service. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the head section of the bed fell (the holding plate broke and the clamp sprung out). The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).